Event description:
It was reported that guidewire entrapment occurred. The 80% stenosed target lesion was located in the mildly calcified left posterior tibial artery (pt). A 2.5mm x 150mm x 150cm coyote balloon catheter and a 014/300/sst platinum plus guidewire were advanced for use. However, during procedure, the balloon could not be advanced to the distal pt. When the balloon was pulled back, it did not came out and was stuck on the wire. When the wire was attempted to be removed, it was also unable to be withdrawn. The balloon and the wire were removed as one unit. The procedure was completed with the same size coyote balloon catheter and a v-14 controlwire. No patient complications were reported.